Event description:
This ra lead was implanted on (B)(6) 2014 and remains implanted at this time. This is noted on (B)(6) 2014 due to noise and impedance greater than >2000 ohms. The patient is returning to the hospital on (B)(6) 2014 for a lead revision and a boston technical consultant is to attend.the device has been reprogrammed to vvi prior to revision. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), UK. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).